Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's pump user guide specifies to use room-temperature insulin during load sequence. Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin deliveries.¿

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, customer was not using room temperature insulin and not completing the air removal step during the load process. Tandem technical support educated customer regarding the use of room temperature insulin and the proper air removal process. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.